Event description:
A pump malfunction was reported by the caller. There was no indication whether the issue affected the customer's blood glucose level. Technical support assisted the caller with resetting the pump and provided information on performing a reset. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump while contacting support if the issue reappeared.